Event description:
Reporter stated that the collamer lens model cc4204bf was cracked when removed from the lens case, however, it wan't noticed until after it was loaded into the cartridge. No pt contact.

Manufacturer narrative:
H6: evaluaton results: visual inspection of the returned lens shows one of the lens plate haptics was torn off and missing. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.